Event description:
The pt experienced hypoglycemic symptoms about thirty-five minutes after taking insulin. Pt then performed a blood glucose test using the suspect device and obtained a reading of 482 mg/dl. Pt called the paramedics. When the emergency medical technician arrived they checked pt's glucose and the level was in the 40's mg/dl. Pt was treated with a glucose IV and transported to the hospital. Pt was released within a few hours when their glucose was 86 and 91 mg/dl on their meter. Controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the MFR for eval.